Event description:
The following info was reported by the customer's family attorney: it was reported that the customer passed away due to an improper delivery of insulin, alleging related to the failure of the lot 8 infusion sets, as well as negligence in the design of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.